Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was having an artificial urinary sphincter and inflatable penile prosthesis revision. The caller believed that it was because the therapy was not working. No further complications were reported.